Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's new healthcare provider (hcp) had decreased the pump basal rate and carbohydrate ratio. Subsequently, customer's blood glucose (bg) was over 300 mg/dl; ketones (2+) were present. Customer went to the emergency room (ER) and hcp identified ketones as being dangerous. Saline was administered and after 5 hours, customer left the ER feeling "ok"; bg value was not known. At time of the report, customer was using manual injections for insulin therapy and bg was 118 mg/dl. Customer requested tandem technical support's assistance with adjusting the pump settings to the previous settings.